Event description:
A patient was undergoing a nissen fundoplication laparoscopic procedure when the re-processed ace36e harmonic scalpel would not function appropriately. The device would work in the maximum setting but not in the minimum setting. No injury to patient, just inconvenience of having to obtain an alternate device to complete the case. Patient tolerated the remainder of the procedure well and was sent to pacu for recovery.====================== health professional's impression======================would not work appropriately====================== manufacturer response for ace 36e harmonic scalpel, ethicon======================reprocessor's rep is aware of situation.